Event description:
It was reported that the patient¿s device worked very well, the patient was catheter-dependent, and she didn¿t have to be catheter-dependent while having the device. Her implantable neurostimulator (ins) got infected and was taken out a couple of months later. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(4) 2004, explanted: (B)(4) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: product type: programmer, patient. Product ID: 3093-28, lot# j0427672v, implanted: (B)(4) 2004, explanted: (B)(6) 2005, product type: lead. (B)(4).